Event description:
The physician reported the catheter broke when removing from the patient. Additional information was requested. Additional information received in 09-2002 from the sales representative. The physician reports one incident were the catheter broke when removing from the patient. The end that remained in the patient was able to be removed without incident. No patient injury was noted and the catheter had functioned prior to this incident. Upon removal is when the catheter broke.